Event description:
On (B)(6) 2011, company rep reported pt stated she went into dka while on the infusion device in (B)(6) of last year. Company rep stated the pt reported her dr placed her on a competitor's infusion device. Company rep reported the pt stated because she is so lean her infusion sets kink. Company rep stated the pt would like a call back. No blood glucose levels were provided. Pt's normal blood glucose level was not provided. No treatment info was provided. No hosp info was provided. Attempts to contact the pt were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.